Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 500 mg/dl. Customer had not addressed bg at time of troubleshooting. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.